Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to: improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. The sds was not returned for analysis which may have assisted in the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty to deploy. Information regarding the deployment of the stent was received stating it appeared to be deployment technique or lesion characteristics. The reported thrombosis appears to have resulted from the stents not being properly apposed to the vessel wall; however, and was confirmed using angiography. Furthermore, it should be noted that the xience instructions for use (IFU), lists thrombosis as a known adverse event associated with coronary stenting. It was reported that the xience stent was implanted in a bifurcation. It should be noted that the IFU states that: contraindication for patients [according to the condition of the patient, there is a possibility of stent in-sufficient deployment or the occurrence of complication.] Patients with saphenous vein graft, unprotected left main, ostium and bifurcation coronary vessel disease. In this case, the implantation of the stent in a bifurcation lesion does not appear to have directly caused or contributed to the reported patient effects. Although a conclusive cause cannot be determined for the reported difficulty to deploy (poor stent apposition) and a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number was not reported and the product was not returned for analysis.

Event description:
It was reported that a 2.5 x 28 mm xience v stent was implanted at a bifurcation in the mid left anterior descending (lad) artery on feb 16, 2011. Vessel and lesion site were characterized as being mildly tortuous and calcified, eccentric, de novo and 75% stenosed. Several xience v stents were also implanted in the right coronary and other areas of the lad during the initial procedure. The following day, the patient experienced an st elevation. Angiography confirmed acute stent thrombosis; therefore, aspiration was performed. Additionally, the distal end of the xience v stent was confirmed to not have been fully dilated and the proximal struts were also not fully apposed to the vessel wall. Balloon angioplasty was performed and a new xience v stent was implanted to resolve the issue and plaque in the lad. No adverse patient effects were reported. No additional information was provided.